Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortous and moderately calcified superficial femoral artery. A 2cm peripheral cutting balloon¿ was selected for use. During procedure, the balloon ruptured below rated burst pressure. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2cm peripheral cutting balloon¿ was selected for use. During procedure, the balloon ruptured below rated burst pressure. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the pcb balloon was unfolded which indicates that it had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a pinhole leak in the balloon material approximately 9mm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted along the length of the shaft. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).